Event description:
The manufacturer received information alleging a ventilator's oxygen sensor would not calibrate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, oxygen sensor and oxygen sensor cable were replaced to address the issue.

Manufacturer narrative:
It was initially reported, the manufacturer received information alleging a ventilator's oxygen sensor would not calibrate. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board, oxygen sensor and oxygen sensor cable were replaced to address the issue. The system board was not replaced.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Upon further review, this device was a repaired device and did not contain sound abatement foam that would be likely to cause or contribute to death or serious injury and is not in scope of res 88058. Therefore, there is no allegation of a reportable event associated with the device at this time.

Manufacturer narrative:
The manufacturer previously reported this device on MDR 2518422-2022-03302-2. Please disregard MDR 2518422-2022-03302-2 as it was filed in error.